Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine bridge, gpos, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an error code and would not x-ray during a case. The procedure was completed with another system. No pt injury was reported.